Manufacturer narrative:
The manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report conmed (B)(4) received notification of reported issues with sb534 mini endo pocket bag 3x4, lot 6252006036, that (B)(6) hospital, experienced on (B)(6) 2021. Information received indicates the mini endo pocket was inserted into the patient to retrieve a specimen. There was some initial difficulty for the bag to open up completely. However, eventually the device was deployed as expected and specimen caught into bag. The device was then pulled out. Following this, the surgeon went back with the laparoscopic camera and found a loose black piece inside the patient. Upon retrieving the black piece, it was discovered that this piece was ripped off the metal ring of the mini endo pocket. A thorough inspection of the used device was undertaken to look for any further damage. The loose black piece was retrieved from the patient. The surgeon was unable to find anymore loose parts of the damaged device. No other information has been made available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as even though removed, the piece had been in the patient.